Event description:
I have had breast implants since, saline mentor breast implants, I have had so many health issues over the years and been seeing so many drs for different issues, and have been really sick. I have anxiety, depression, heart palpitations, shortness of breath, skin rashes, I'm on thyroid medicine, headaches, dizziness, nausea, fatigue, brain fog, chronic pain in my back and neck. I have seen drs for all this, besides my potassium has been low for about 3 years, hard time focusing or concentrating, troubles sleeping and then not wanting to wake up and when I do I feel like I have no energy and I'm tired feeling. I still see drs for this and it's all in my records. I was trying to find answers and I come along (B)(6) on someone's page and seen numerous stories similar to mine, I know it's got to be this. I have too many symptoms going on in my body and the pain and fatigue seems to be getting more. So many girls are getting sick, and a lot of them end up with autoimmune diseases in time. This needs to be addressed. FDA safety report ID# (B)(4).